Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to infection. The patient planned to be implanted with an subcutaneous implantable cardioverter defibrillator (s-ICD) system, however did not pass screening. The patient was fitted and instructed to wear a lifevest until another transvenous system can be re-implanted. There were no additional adverse effects reported.